Event description:
On 17 sep 2007, while evaluating a cannulated bone tap from a sales representative who on 17 jul 2007 had reported the tap would not accept a k-wire, abbott became aware that the bone tap had a flared tip.

Manufacturer narrative:
Product is an instrument and is not implantable. A visual inspection of the returned bone tap found the tip of the part to be splayed. Splayed tips have the potential to break within the surgical site. The device history record review found the part met specifications.